Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type; lead. (B)(4)

Event description:
The consumer reported that there was no stimulation. The patient stopped using her implantable neurostimulator (ins) because she did not have any pain after a month of having the ins. She had not recharged the ins in a month. The ins was checked with the patient programmer and the patient programmer showed that there was a loss of therapy due to low ins battery. The patient programmer said to recharge the ins. It was noted that the patient did not have the ability to change stimulation. It was also reported that the patient needed to get a neck MRI because she had the flu. She had coughed really hard and felt something in her neck hurt. It was noted that the MRI on the neck area was not related to the patient's ins. In addition, the patient could hardly walk. The patient met with the manufacturer representative and she noticed that stimulation was in her waist, and not in her legs. Using the patient programmer, the patient was unable to connect and could not see the current status of the ins. It was advised that the patient recharge the ins, however, the patient could not find her implantable neurostimulator recharger (insr) and had not used the insr in a long time. Additional information received from the consumer reported that the patient called to know how to put her device into MRI mode. When trying to sync with her ins, the patient saw the message to charge her ins. It was later reported that the patient had the patient programmer and insr available to try and get into MRI mode. The patient programmer showed the charge ins warning screen and the patient was unable to clear the screen. Then, the patient connected with the insr after repositioning the antenna, and she was able to get 6 coupling bars. It was noted that the ins battery was flashing 0-25% and the insr battery was full. The consumer also reported that the patient was almost paralyzed. Further follow up with the consumer reported that stimulation was still in the wrong area and positioning of the implant was not resolved. The patient was able to adjust the implant to enable her to have an MRI. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and failed back surgery syndrome.